Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated that the buttons are not responding. Customer is trying to clear an alarm. The blood glucose reading is 209 mg/dl. The keypad is nonresponsive. The insulin pump was dropped in water this morning. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
No button response due to corroded keypad traces. Unable to confirm excessive no delivery alarms due to keypad anomaly. Cracked reservoir tube lip, cracked battery tube threads, cracked display window and cracked case near display window corners noted during visual inspection.